Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 22:18:47. During night drain cycle five, the patient's ultrafiltration reading was 1858ml, indicating the home patient drained 1858ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information. It was reported that one day following the initially reported iipv (increased intra-peritoneal volume) event, the patient passed away due to cardiac arrest and another cardiac related issue. The cause of the cardiac arrest was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was not reported if the patient was performing peritoneal dialysis at the time of death or if the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.